Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter was not holding charge. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "nausea, vomiting, chest pains and nerve pains" on the morning of (B)(6) 2015 (time not provided). The patient stated that she was taken to ER on (B)(6) 2015 at 2:00 pm, where she received hcp treatment of IV fluids. The patient stated that her blood glucose was tested with a lab device on (B)(6) 2015 at 3:00pm and the result obtained was "817 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, based on the patient's testing frequency and usage, the subject meter did not need to be recharged, the subject meter was recharged until the charge complete message appeared, the reported issue was recurring and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "chest pains". This symptom meets lifescan's criteria for a serious injury. The patient received hcp treatment for a severe high blood glucose excursion after the alleged product issue began.